Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, a microcatheter and guidewire was used to navigate within the he targeted vascular segment requiring treatment. The subject stent was prepared as per directions for use. The subject stent was transferred into the microcatheter. Physician felt resistance while advancing the subject stent within the microcatheter. Physician tried to re sheath the subject stent, however while retracting the delivery wire physician felt resistance and the subject stent deployed prematurely within the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device returned together with microcatheter. The microcatheter was found to be intact. The stent was found to be deployed inside the microcatheter. The sent was found to be severely deformed and stuck inside the catheter shaft. The stent was broken during the analysis. The stent was found to be deformed. The stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath was not returned. During functional inspection, stent deployed prematurely during use functional test was not applicable. It was confirmed during visual inspection. Stent difficult/unable to advance or pullback through catheter ¿ the microcatheter was flushed and the patency mandrel was advanced to remove the stent. The mandrel stuck in a proximal part of the microcatheter. The mandrel was advanced from the distal end, but the stent could not be pushed out due to significant friction. The microcatheter was cut to remove the stent but the stent stuck and could not be removed. The stent broke off during the test. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent deployed prematurely during use¿ was confirmed during the analysis. The reported event ¿stent difficult/unable to advance or pullback through catheter¿ could not be duplicated; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately torturous'. The device was analysed. The stent was found to be deployed and stuck inside the microcatheter. The stent was found to be deformed. The stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath was not returned. It is probable that the moderately tortuous anatomy may have caused friction, damages to the device and the reported issues. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿stent deployed prematurely during use¿, and as reported ¿stent difficult/unable to advance or pullback through catheter¿ and to the as analyzed ¿stent deformed¿, ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, a microcatheter and guidewire was used to navigate within the he targeted vascular segment requiring treatment. The subject stent was prepared as per directions for use. The subject stent was transferred into the microcatheter. Physician felt resistance while advancing the subject stent within the microcatheter. Physician tried to re sheath the subject stent, however while retracting the delivery wire physician felt resistance and the subject stent deployed prematurely within the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.